Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and inconsistent capture. The ra lead was reprogrammed and remains in use. It was noted that the threshold issue did not persist post-generator change. No patient complications have been reported as a result of this event.